Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery showed signs of premature battery depletion. A remote interrogation done approximately three months apart estimated one year less of longevity. A clinical data review noted that the longevity estimate difference was due to adjusting based on parameters versus actual current drain. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.